Event description:
It was reported that one of the patients leads had fractured. This was not confirmed through imaging. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2317700 . Model: ssc-2317-70 . Serial: (B)(6). Batch: 5102608.

Event description:
It was reported that one of the patients leads had fractured. Malfunction was not confirmed through imaging.